Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose between 45-60 mg/dl with severe headaches. The patient received no unusual treatment. During troubleshooting, customer support found that the time and date were correct, the pump was calculating boluses accurately, the basal and bolus histories were accurate, but that the bolus type (normal, extended, combo) had been incorrectly programmed. Cs referred patient to health care provider for diabetes management. There was no indication of pump malfunction. This complaint is being reported because the patient experienced hypoglycemia after incorrectly programming the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered as pump was not correctly programmed.